Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) USA alleging that his onetouch ultralink meter displayed an ¿error 2¿ message. The complaint was classified based on customer care advocate (cca) documentation. The patient claimed that the meter issue occurred on (B)(6) 2014 at between 01:00pm and 02:00pm. The patient detailed that he manages his diabetes using an insulin pump and increased the dose of his medication by taking ¿12 units of novolog¿ on (B)(6) 2014, at 01:20pm, in response to the alleged issue. The patient claimed that around ¿four hours¿ after the alleged meter issue occurred he developed a symptom of feeling ¿dizzy¿ and that he contacted the emergency medical service (ems) who treated him at ¿around 05:00pm to 06:00pm¿ with food or drink. The patient also detailed that at the same time, he had his blood tested on an ems meter, which gave a result of ¿52mg/dl.¿ during troubleshooting, the cca noted that the patient was using the correct test strips, with the correct testing procedure and that the error 2 message did not occur when the power button was pressed. Replacement products were sent to the patient. This complaint is being reported because the patient claimed that they received medical intervention from a healthcare professional in response to developing signs suggestive of a hypoglycemic event, which occurred after the alleged meter issue began. In addition, the meter issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (12/01/2014). The patient¿s meter has been returned on 11/14/2014 and evaluated by lifescan product analysis on 11/18/2014 with the following findings: no error message is observed in the error log, and error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (12/26/2014). The patient¿s test strips have been returned on 12/15/2014 and evaluated by lifescan product analysis on 12/15/2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.